Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware on an incident that occurred while operating the artis zee biplane system. The arm of the operating light was broken, which led the operating light to hang by the power cable. Additional information was provided that the failure occurred during an interventional procedure, which was continued and successfully completed on the same system. We have no indications of any adverse effects on the health status of any involved persons. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation determined that the reported incident was caused by a defective product skyluxcw03gv. This product is not released or cleared as a combination device by siemens healthineers. The manufacturer was informed by siemens healthineers.